Event description:
It was reported that the pt went to a refill session, and the hcp found that "99% of the morphine" was still in the pump. The pt chose to have the pump explanted in may due to "this and various other problems she experienced with the pump." She is back to using oral medications. Additional information has been requested, a follow-up report will be sent if additional information becomes available.